Event description:
Breakage of the cephalic reamer during reaming of the femoral neck. The surgeon made section on the spot to recover the piece. Surgical delay: 90 min.

Manufacturer narrative:
The reported event that stepdrill for lag screw t2 recon was broken could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received step drill shows intense traces of use and the distal portion (tip) of the drill is also sheared off. Based on the investigation, massive bending forces during drilling at the outer surface of the nail may have led to the breakage of the tip of the drill. The exact root cause of the reported event could not be determined but the appearance and extent of damage indicates that the root cause of the reported event is not linked to a deficiency of the device but is rather related to user error. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Breakage of the cephalic reamer during reaming of the femoral neck. The surgeon made section on the spot to recover the piece. Surgical delay: 90 min.